Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer did not deliver a meal bolus to cover for carbs consumed. Customer consumed carbohydrates to address bg level. Customer declined further troubleshooting.